Manufacturer narrative:
(B)(4). The investigation consisted of a review of the customer complaint text, instrument history, field complaints, and a review of the architect system operations manual. The architect system operations manual section 10 troubleshooting and diagnostics, list the probable causes and corrective actions for erratic assay results. The architect (B)(4) package insert (B)(4) specimen collection and preparation for analysis states the following: do not use grossly hemolyzed specimens. For optimal results, inspect all samples for bubbles. Remove bubbles with an applicator stick prior to analysis. Use a new applicator stick for each sample to prevent cross contamination. For optimal results, serum and plasma specimens should be free of fibrin, red blood cells, or other particulate matter. Such specimens may give inconsistent results and must be transferred to a centrifuge tube and centrifuged at least 10,000 rcf (relative centrifugal force) for 10 minutes. Ensure that complete clot formation in serum specimens has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy may exhibit increased clotting time. If the specimen is centrifuged before a complete clot forms, the presence of fibrin may cause erroneous results. Limitations of the procedure states the following: if the (B)(6) results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute or chronic infection. Samples containing particulate matter or red blood cells must be centrifuged prior to running the assay. No adverse trends were identified related to the issue, and a review of the instrument's service history did not detect any repeats of the issue. This is the final report.

Manufacturer narrative:
Concomitant products: architect anti-hbc lot 68200m200 and architect anti-hbc ii lot 68697hn00. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that negative architect anti-hbc (s/co=0.71) and anti-hbc ii (s/co=0.93) results were generated. The sample was reactive when tested with axsym core (s/co=0.676). Other results which were obtained were: architect hbsag = 0.01 iu/ml, architect anti-hbs >1000 miu/ml, anti-hcv=0.12 s/co, havab igg=12.35 s/co.